Event description:
It was reported that during daily inspections, the cs100 intra-aortic balloon pump (iabp) unit was found to indicate air leakage in the iabp loop. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the safety disk assy (0997-00-0985-15) and test according to the items specified by the factory. All the test items have passed. The unit then returned to normal.